Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced changing out batteries, louder during rewind, motor sounds labored, unresponsive buttons, issue with linking with the app and needs to reconnect to care link. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-7333, mmt-1884l. Troubleshooting was partially performed and the customer reported a keypad anomaly and/or stuck button alarm. Loss of connection between pump and mobile device unable to complete troubleshooting or provide instructions, insufficient information to escalate and also reported unexpected carelink personal login request or login assistance. No harm requiring medical intervention was reported. It was unknown whether customer will continue to use the mobile application or not. No product return is required for mmt-6102. No product return is required for mmt-7333. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884l.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The adapt tool recorded on 01/30/2025 18:37:00.000 and on 01/09/2025 18:49:00.000 low battery alerts. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. Unit also passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download history review no relevant alarms confirm in download history files to confirm reason code. Pump connected to the minimed mobile app successfully on both android and ios. No communication anomalies noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. No damage or moisture damage on keypad assembly or keypad traces. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer alleged of low battery alarm, motor anomalies, delivery anomalies, unresponsive/intermittent buttons, no mobile communication or short battery life were not confirmed based on battery duration failure analysis instruction and during testing. The customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit functioning properly medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.